Manufacturer narrative:
A phone call with the surgeon was held on (B)(6) 2018 for further clarification. During this call, the surgeon stated that the dilator tube aperture (where instrument is inserted), seems to create a rigid fold that could potentially cause tissue trauma if the bladder were to be punctured. However, he states that he feels it is not clinically significant and is not sharp enough to cause injury. Additionally, he stated that in his experience, all patients have been okay after this occurs. No further information regarding lot numbers and dates related to the adverse event has been reported.

Event description:
When providing feedback on a caldera medical product, the surgeon stated that he and his fellows have experienced bladder perforation in the past during teaching using desara tv. The surgeon and sales rep report that the patient was "fine and had no problems'. More information as to this past event is being obtained. Product has not been returned and lot numbers are not available. No further information has been received.

Manufacturer narrative:
No further information has been received. A phone call with the surgeon will be scheduled to obtain more information.

Event description:
When providing feedback on a caldera medical product, the surgeon stated that he and his fellows have experienced bladder perforation in the past during teaching using desara tv. The surgeon and sales rep report that the patient was "fine and had no problems'. More information as to this past event is being obtained. Product has not been returned and lot numbers are not available. N further information has been received.